Manufacturer narrative:
Zoll has not received the zoll platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, autopulse platform (sn (B)(4)) was displaying an error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement on this issue.

Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused or contributed to the reported (ua) 41 error message. Visual inspection was performed and noted no physical damages upon receipt. Review of the archive data show (ua) 41 error messages occurred on the reported event date. As a precautionary measure, the temperature sensor cabling was replaced. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).